Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors such as the supratherapeutic international normalized ration (inr), are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient died on (B)(6) 2017 due to intracranial bleed (ic) bleeding. As per the ventricular assist device (vad) coordinator the patient called him on the (B)(6) to mention that he isn't feeling well. Patient came to clinic at the same day in the evening. Was admitted to the normal ward, during the night general status worsening and cardiopulmonary resuscitation (CPR) was indicated and patient was moved to the intensive care unit (ICU) where he expired the next day due to massive intracranial (ic) bleeding. No additional information available.